Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2012, during night drain cycle nine. The patient's ultrafiltration reading was 631ml, indicating the home patient (hp) drained 631ml more than their maximum programmed fill volume of 700ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). During the event history log review, an increased intra-peritoneal volume event was identified. However, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.